Event description:
This event involves the fracture of a zilver biliary stent (zib6-8014.0-60) immediately post deployment. Reference the additional information section for full detailed complaint description and patient outcome details.

Manufacturer narrative:
The physician placed a 14x60 zilver biliary stent in the patients left common iliac vein for high grade stenosis. The physician then post dilated with a 10mmx4cm bard dorado balloon. Physician then placed a 14x40 zilver stent proximal to first zilver bilary stent and post dilated. The procedure was complete and the patient was sent to holding for the sheath to be pulled. When the nurse was getting ready to pull the sheath, she noticed "metal looking fragments" coming out of the hemostatic valve of the sheath. Physician reviewed pictures with the nurse and cook rep present at the procedure. The picture taken after the 14x60 zilver was placed looked good (first zilver stent placed). The picture after the 10x4 dorado balloon inflation was carried out showed 2 of the 4 distal radiopaque stent markers were missing. The patient was taken back to the procedure and the sheath was removed by the physician under flouro. A portion of the zilver stent was removed from the sheath. Physician then tried to stent over the fractured zilver stent but was unable to get through the centre of the stent to place so the procedure was aborted. The remaining piece of the fractured zilver stent remained in the patient. It was very difficult to see where the stent broke under x-ray but there did not appear to be any and no adverse effects to the patient are noted by the physician to date. 1 x zib6-80-14.0-60 device of lot number c1035437 was returned to cook ireland for evaluation. The device was not returned in the original packaging and was open on receipt. The separated portion of the stent that was retrieved from the patient and the delivery system was returned for evaluation. A photograph of the fractured portion of the stent was provided by the user facility. From the image, it can be noted that 2 gold rivets were attached to the separated piece, confirming the information provided in the complaint description. It can be noted that the device was used for stenting the left common iliac vein. According to the instructions for use, the zib6 devices are intended for palliation of malignant neoplasms in the biliary tree. This indicates that the device was used off label. During the visual examination of the delivery system, a kink below the connector cap was observed. It can be stated however that this kink most likely occurred in transit as the device was not returned in the original packaging. Using calibrated ruler the outer sheath measured 79.8 cm and was noted to be as per specification. The distal part of the inner catheter was visually examined. There was no evidence of damage to the pusher ring, peek tubing or distal tip. Upon evaluation of the returned device there was no evidence to suggest that the reported event could have occurred due to a device malfunction. No defects were observed that could have caused or contributed to the complaint issue. In addition, from the returned stent fragment it was evident that the piece contained 2 gold rivets. This is consistent with the complaint information provided (" , it was noted that 2 of the 4 distal radiopaque stent markers were missing"). Upon evaluation of the returned device the customer complaint can be confirmed as it was evident that the stent had fractured. From the complaint information provided, it is known that zilver stent involved in this complaint looked intact after deployment. Stent fracture was observed after post dilatation with the dorado balloon, which suggests that damage to the stent occurred during ballooning procedure. However, currently there are no angiographic images available to support the complaint investigation, a definitive cause of stent fracture cannot be determined and no other comments can be made. It can be noted that in the instruction for use, section 'warning' the following information is provided: "the safety and effectiveness of this device for use in the vascular system have not been established". Prior to distribution all zib6-80-14.0-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. The physician attempted to balloon and re-stent the area the same day, however the re-intervention procedure was unsuccessful. According to information provided, the separated portion of the stent remains in patient and the patient is in stable condition. There were no adverse effects to the patient reported as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.